Manufacturer narrative:
The products was returned to pentax medical for repair. We checked the returned unit and confirmed that the ccd module with drive pcb cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module with drive pcb. In addition, we confirmed that the light guide cable buckled, and the insertion flexible tube cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(cloudy).